Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between december 1-2, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors completed infusion later than expected. The issue occurred during patient infusion via peripherally inserted central catheter (PICC). The expected infusion time was 46 hours; however, the infusion completed within 76 hours. The fill volume of the device was 230 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.